Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 590 mg/dl at the time of incident and current blood glucose value was 180 mg/dl. The customer experienced symptoms such as nausea. Customer reported that the insulin pump was frozen and unresponsive. Customer performed self test and test was passed. It was unknown whether the customer was using auto mode. The insulin pump will not be returned for analysis.